Event description:
This rv lead was implanted on (B)(6) 1979 and was capped on (B)(6) 2017. A product experience report was received on 07/13/2017 stating that this lead exhibited high pacing threshold that leads to loss of capture. The physician was dr. (B)(6) hospital (B)(6) in (B)(6) , pr. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).